Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 42mg/dl due to a bent cannula. Customer also indicated that they had blood glucose and sensor glucose differences. Customer indicated that this was a past event and were not currently having any issues. Customer declined low blood glucose troubleshooting. No further troubleshooting was necessary.